Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
During attune revision surgery the femoral sleeve impactor became stuck on the femoral sleeve and had to be removed with a vice grip and slap hammer. This damaged the distal part of the sleeve and the surgeon was not happy to implant. He used a fully coated femoral sleeve (instead of distally coated which was opened and was his preference). This instrument is used for both tibial and femoral sleeve impaction so each end is impacted with a mallet which appears to be deforming the instrument. Surgical delay of 10 minutes occurred. No adverse affects on the patient.

Manufacturer narrative:
Product complaint #(B)(4). Investigation summary: the device associated with this complaint was not returned for examination. The photo investigation cannot confirm the reported allegation, as the mating component was received unassembled and the photographs provided does not fully represent a functional issue. No device associated with this report was received for examination. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot: a device history record (DHR) review or manufacturing records evaluation (mre) was not possible because the investigation was not able to retrieve the required lot code.